Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that his daughter's blood glucose was 450 mg/dl. Troubleshooting did not occur for the high blood glucose. The insulin pump was not returned for analysis.